Event description:
Rptr stated that approx one week ago the kidney dialysis center switched from using a polysulphone membrane to the MFR's dialyzer membrane on one-third of their pt population. During this time, it was noted that 10 pts experienced similar severe reactions within 1/2 minute of starting dialysis and characterized as "I'm getting sick," and "I'm choking." Pts had flushed faces, nausea, red watery eyes and shaking. These reactions lasted for about two minutes and subsided with the implementation of nursing measures. Rptr has since switched back to the polysulphone membrane and has had no further episodes of severe reactions. Rptr referenced safety alert issued sometime ago regarding this device.